Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during percutaneous transluminal angioplasty using in.pact admiral balloon catheter in the right radio-cephalic arteriovenous fistula (axillary transposition) for treatment of a 50% innominate vein stenosis with a fibrous lesion, the balloon developed a pin-hole leak and ruptured during balloon inflation at 8 atm. The balloon catheter had passed through a previously deployed stent, and no resistance was encountered when advancing the device and no excessive force was used. The device was removed intact and no detached fragments were observed. The procedure was completed using another balloon catheter. No patient complications have been reported as a result of this event.